Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt801 has failed. This issue will be internally investigated within vyaire.

Event description:
The customer reported while using the vela ventilator; the displays transducer fault alarms. The customer performed the transducer test and reported the circuit pressure transducer failed calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.